Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen longer than 48 hours, the site was sensitive and irritated. The patient consulted the doctor and was prescribed steroid creams (deramacombin and threolone) to apply on the affected area. The pod was discarded.